Event description:
The "rapid gas loss" alarm sounded from the pump. Then, "check iab cath" alarm sounded from the pump. The pump was changed, but the alarms continued. The iab was removed and a second iab was inserted using another pump. On 1/27/98, the following was reported to datascope: the iab leaked during insertion into the pt on 12/23/97. Blood was noted coming back. There was no pt injury or complication as a result of the event. It was reported that the pt went on to expire on 12/23/97 at 11:00 pm in the or. [Event complications]: none from the event-reported 12/22/97 and 1/27/98. [Pt's current status]: expired on 12/23/97.

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.